Event description:
"The theatre nurse reported to our area rep that the head of the screwdriver is broken during surgery."

Manufacturer narrative:
Method - DHR, vendor supplied certificate of conformance. Eval summary: this instrument set is used to manually drive the catalog number 2030-65xx family of tapping 6.5mm cancellous bone screws during fixation of the trident product family acetabular shell. The failure mode was confirmed by torque to failure of an equivalent stock reference part and the cross-sectional fracture pattern is consistent with torsional shear. The results of the investigation suggest material fatigue from elective off-axial overtorque as the likely cause of failure. Material analysis and device history review provided hardness values and mfg records without discrepancies.